Event description:
It was reported that during a stapled hemorrhoidectomy, the staples did not form and the device did not cut. Use another new device to continue the surgery and the surgery was successfully completed. There was no adverse patient consequence.

Manufacturer narrative:
Information anticipated, but unavailable at this time.